Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. The pump was found to be displaying "1871" error code message during the investigation. Visually inspected the pump and found it had no loose or damaged motor wires. However, the pump had scratched lcd lens. Investigation recommended the pump motor and scratched lens be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1871 and had screen damage". No reported adverse effects.